Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, disease progression and/or dilatation of the distal aortic neck. Evaluation, conclusion: disease progression and/or dilatation of the distal aortic neck.

Event description:
Three talent thoracic stent grafts were implanted in a pt for the endovascular treatment of an aortic aneurysm, approximately seven months ago without issues. A routine CT last month showed that a distal type I endoleak with possible aneurysmal disease progression and/or dilatation of the distal aortic neck. An intervention occurred one month ago with two additional stent grafts; a talent distal main stent graft was placed distally; and a talent captivia stent graft was placed to overlap the new talent distal main stent graft and the original talent distal stent graft. No additional clinical sequelae were reported, and the pt is fine.